Event description:
It was reported that the second bar was not extruded. No patient injury was reported.

Manufacturer narrative:
The complaint reported: ¿it was reported that the second bar was not extruded.¿ the device was returned without t1, t2 or suture. The device is used, with disfigurement of the needle. It is bent and twisted at the distal tip. The condition indicates difficulty with reaching desired surgical location. The device cycles and actuates but with drag due to the needle damage. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established. No further investigation is warranted.